Event description:
It was reported that pump experienced malfunction alarm that showed code malf 12 with no notable events prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any future malfunction occurred.